Event description:
It was reported that the patient had a fever for multiple days. Further examination found drainage from the battery site. It was noted that the patient had not taken post-operative antibiotics as prescribed and washed the incision site before being cleared. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Explantation date is an estimate.

Event description:
Additional information received indicates the patient¿s scs system was explanted and replaced in (B)(6)2022. The exact explant date is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.